Event description:
Allegedly, patient was revised due to stem aseptic loosening+bone fracture components not revised: cotyle "anca" avec trous a/revet. Hap 52, ppr67252, lot: s091112475, insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte ppr67510, lot: t03121242.